Event description:
It was reported that a user experienced difficulty pairing a dexcom g6 sensor and transmitter to the ilet, resulting in an initial failure to pair and rising blood glucose, which was addressed through troubleshooting and education that included verifying device settings and reentering pairing and transmitter codes until pairing succeeded. Symptoms included hyperglycemia with a documented glucose of 240 mg/dl and approximately two hours above 180 mg/dl, without alerts, ketone testing, medical intervention, or acute complications. Outcomes included temporary elevated glucose without therapy changes, assistance needs, or care escalation. Investigation included technical support guidance and device setting verification. Investigation of this case revealed successful restoration of cgm pairing and continued monitoring recommendations. It was concluded that the event was related to initial pairing failure, resolved through user education and re-pairing steps, with no clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.